Event description:
Patient was supposed to have water cooled rfl (radiofrequency lesion ablation)of si(sacro-iliac)joint under (monitored anesthesia)mac. Patient was positioned, needles were placed for the procedure and rfl machine although tested okay, did not function properly as there was a cable that was defective and we did not have a replacement for the cable. All other components for the system were checked and changed.